Event description:
The customer reported the device would not power on. The customer reported he disconnected the power cord and reseated it. The manufacturers field service engineer (fse) was unable to duplicate the device not powering up. Review of the device diagnostic code log indicated a +-24/12 volt power failure occurrence during operation. There were no parts replaced. The customer reported no patient involvement, no patient harm.